Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported via social media that patient was in a coma due to wearing a pod. Based on the method of which this information was provided, no further details could be obtained.